Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. The customer performed hardware verification testing to include performing a passing system check and access accutni+3 precision run. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay for two (2) patients on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). Both patient samples were re-centrifuged prior to repeat testing. The customer reanalyzed both samples twice on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside the laboratory. There was no report of change or impact to patient care or treatment. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to and after the reported event. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged at 3000 revolutions per minute (rpm) for six (6) minutes. There was no report of sample integrity issues.